Event description:
The patient's father called animas on (B)(6) reporting that the bolus doses did not add up to the total daily bolus dose. He said the totals did not add up for (B)(6). He also reported the patient had blood glucose elevations from 20 mmol/l to 34 mmol/l the two days prior to calling animas. The first day the patient had ketones, nausea, vomiting, and abdominal cramps. He also confirmed he had frequent urination, increased thirst, and fatigue. A diabetes educator (also a nurse) came to the patient's house and had the father change the patient's infusion set and site and noted that there was bleeding at the infusion site. The father denied that the cannula was bent or that the tubing was kinked. The patient may have had scar tissue and the nurse recommended using different infusion sites. The nurse checked the pump settings and confirmed all were accurate. The nurse informed the father to call animas and get the pump replaced saying the blood glucose elevations could also be an issue with the pump. The nurse started the patient on injections of glargine and novolog insulin until the pump could be replaced. The patient's blood glucose level at the time of the call to animas was 15 mmol/l. The father changes the patient's infusion site every 2-3 days. This complaint is being reported because the pump history allegedly did not record the correct doses and the patient suffered symptoms indicative of hyperglycemia. The patient also reportedly had issues with the infusion set and site however the suspect device in this complaint is the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: there was no activity outside normal use observed in the pump histories. A review of the bolus and total daily dose histories and the black box indicated all programmed boluses on (B)(6) 2012 were delivered appropriately. During testing, a normal bolus and an audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was exercised for 24 hours with no issues occurring. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.